Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. The customer's blood glucose levels at the time of incident was 400 mg/dl. Customer treated high blood glucose event with insulin pump, water and food. Customer also reported low blood glucose event, customer blood glucose level at the time of incident was 44 mg/dl. Customer treated low blood glucose event with food the customer was not assisted with troubleshooting for high and low blood glucose. The insulin pump will be returned for analysis. Frn-mmt 332a-rsvr, unomed set.